Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported that during procedure, when the physician placed the coil into the aneurysm, the proximal part of the delivery wire broke. The physician removed the coil. There were no consequences to the patient. No further information was provided.

Event description:
It was reported that during procedure, when the physician placed the coil into the aneurysm, the proximal part of the delivery wire broke. The physician removed the coil. There were no consequences to the patient. No further information was provided.

Event description:
It was reported that during procedure, when the physician placed the coil into the aneurysm, the proximal part of the delivery wire broke. The physician removed the coil. There were no consequences to the patient. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  The subject device is not available, therefore analysis cannot be performed. Based on the information available, it is likely that the handling of the device during the clinical procedure contributed to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the proximal end of the delivery wire was broken off. The delivery wire was kinked approximately 10cm and 67cm from the break. Microscope analysis noted that the stopper coil was noted to be detached from the firm assembly. The main junction was noted to be bent. The main coil was kinked. Based on the investigation and the information available, it is likely that the issue is due to the handling of the device during the clinical procedure.